Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified; however, no failure was identified related to the charging issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, the pump was observed to be charging slower than expected, despite attempting to charge with multiple usb cables and wall adapters. The customer's blood glucose (bg) was 400 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.